Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an intermittent high out of range shock impedance measurements. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and recommended evaluation options. Ts indicated that this behavior could be indicative of calcification but is not conclusive. This crt-d system remains in service. No adverse patient effects were reported.